Event description:
A malfunction alarm occurred with the customer's pump, identified by a malfunction code of 0 and fault ID 0x2197. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was initially advised to reset the pump, which allowed insulin delivery to resume, but ultimately a replacement pump was sent by technical support. Customer was provided with instructions for returning the malfunctioning pump and placing it into storage mode before shipment.